Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, the cause of the white foreign material in the air/water tube and air/water cylinder could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The colonovideoscope was returned to the service center with a report of "leak test failed". This does not indicate an MDR reportable event. However, during inspection of the device at the service center, an MDR reportable malfunction was noted where white foreign mater remained in the air/water tube and air/water cylinder. There was no patient involvement.